Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received two inappropriate shocks and anti-tachycardia pacing (atp) over two episodes due to what is suspected to be atrial fibrillation with rapid ventricular response. Boston scientific technical services advised to have the patient seen by cardiology. This device remains in service. No additional adverse patient effects were reported.